Event description:
Philips received a complaint by the customer indicating while inspecting spare a v60 in the warehouse, it was discovered it had a battery failure after being turned on and could not be used. There is no patient involvement at the time the issue was discovered. The authorized service provider (asp) went to the unit where it was reported after a standby ventilator was turned on, and it could not be used. The issue was confirmed, and battery was ordered. Resolution and disposition are pending -

Manufacturer narrative:
H10: the asp replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.